Event description:
It was reported that the patient has been experiencing syncope, and the patient's cardiologist is wondering if it is related to the vns. No additional relevant information has been received to date.